Manufacturer narrative:
The subject cv-190 has not been returned to omsc. The user will not return the subject cv-190. The cv-190 instruction manual states the corresponding method when there is an abnormality for the device. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
The user used the 3d endoscope system in the unspecified procedure. At the beginning of procedure, the error messages e216 and b30 (both of them are scope communication error.) Were displayed and the endoscope image was not displayed on the monitor. The patient was already under anesthesia. The user confirmed the subject cv-190, only the 2d display mode was executed. The user completed the procedure without exchange the device. There were no reports of patient injuries related to this incident. However, the time that the patient was under anesthesia became longer.

Manufacturer narrative:
The subject cv-190 was not returned to olympus medical systems corp. (Omsc) for evaluation, omsc could not evaluate the subject cv-190. The exact cause of the reported event could not be conclusively determined. However, this phenomenon might be occurred by communication error between the terminals of the scope (ltf-s190-10-3d) and the subject cv-190 (master). Omsc surmised that a bad connection was caused by the foreign material or fluid adhered at the terminals of the scope and this communication error was occurred. Olympus checked the device history record of the subject cv-190, there was no irregularity found. The facility is continuing to use the subject cv-190, therefore olympus surmised the subject cv-190 had not malfunction. Olympus stated the appropriate handling of cv-190 and the counter measures against abnormalities in the instruction manual of cv-190. There were no further details provided. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".